Manufacturer narrative:
H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Additional information received: as per surgeon response, did not feel the valve failed prematurely.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 29mm 6900p mitral valve underwent a valve-in-valve procedure after an implant duration of 11 years and four (4) months due to severe intravalvular regurgitation. Structural deterioration of the valve or a perforation in the posteromedial aspect of the valve was suspected. There was no evidence of paravalvular dehiscence or leak. A 29mm sapien 3 transcatheter valve was implanted within the surgical edwards valve using the trans-septal approach. After the procedure, mitral valve was in good position with reasonable lv function. The patient was discharged to the critical care unit in stable condition.